Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a watchman access system (was) with the dilator in the sheath and blood in the device. Inspection of the hub, sheath, and tip revealed that the sheath had a kink 5cm proximal of the tip. The tip had polytetrafluoroethylene (ptfe) damage on the inner diameter and was pinched and oval shaped at the distal end. The ptfe was starting to delaminate from the inner shaft wall. No other damage or defects were found.

Event description:
Reportable based on device analysis completed on 4-nov-2021. It was reported a watchman access system kinked after the physician advanced and the closure device did not deploy. No damage and no patient complications were noted. However, returned device analysis revealed delamination.